Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could reproduce the reported issue: reported error message "motor control internal error (433)" was displayed. Internal checks and reconnection of connectors were performed without solving the issue. Therefore, the motor control board was replaced and a clear of the nvmem (non-volatile memory) was executed. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11. The involved roller pump was manufactured in 2016 and according to the review of the complaints database no similar events have been reported in the past. Based on investigation findings, the root cause of the reported event was traced back to a defective motor control board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initil report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 double roller pump 85. After checking various parts, no abnormalities were found. Since the error could not be corrected, the pump was taken in for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during the maintenance inspection, an internal error occurred in the motor control of the srd s5 double roller pump 85. The error display read "internal motor control error (e433). There was no patient involvement.